Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist report on behalf of a customer whose adc device was receiving low readings when compared to a fingerstick. It was further reported that the customer ¿was using expired blood glucose test strips so author provided pt with new test strips. Pt compared bg readings from expired test strips with new test strips and per pt. Readings were similar between the two.¿ no further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist report on behalf of a customer whose adc device was receiving low readings when compared to a fingerstick. It was further reported that the customer ¿was using expired blood glucose test strips so author provided pt with new test strips. Pt compared bg readings from expired test strips with new test strips and per pt. Readings were similar between the two.¿ no further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.